Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that while placing the embolization coil in the aneurysm, the coil did not fit. During removal, resistance was encountered in the hub of the microcatheter, and the coil unexpectedly detached in the microcatheter. The entire coil and microcatheter were removed together without further incident. There was no reported patient injury or health damage.